Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush head popped off of the piece that connects to the toothbrush / when I turn it off the brush head part just falls off - oral-b [device breakage]. Case narrative: consumer via chat reported that the oral-b cross-action x replaceable toothbrush head refill popped off of the piece that connected it to the oral-b toothbrush handle and when they turned it off the oral-b toothbrush head fell off. No injury was reported.